Manufacturer narrative:
Information was received from a consumer who is not required to complete form 3500a. (B)(4). Surgical notes were not provided. X-rays were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. The devices in question are used for treatment. The part and lot numbers are unknown; therefore the device history records could not be reviewed. No devices or photos were received; therefore the condition of the components is unknown. As no part numbers provided compatibility of the components is unknown. A definitive root cause cannot be determined with the information provided.

Event description:
It is reported that the patient is experiencing loosening.